Event description:
On (B)(6) 2011 a vns treating neurologist's nurse reported that the vns patient presented that day with intermittent gagging, coughing, and a "frog in her throat". System diagnostics were performed which showed impedance within normal limits and the patient's output is at 1ma. The nurse reported that she isn't sure if it is vns related and thinks that there may be a lead break. The patient was referred for x-rays. Additional information has been requested from the neurologist regarding this event but no further information has been received to date. Also, the patient's generator product information has been requested from the implanting hospital, but it has not yet been received.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Additional information was received on (B)(6) 2011, when the patient's implanted generator product information was received from the hospital. On (B)(6) 2011, the physician reported that the patient's events were first observed on (B)(6) 2011. The gagging was seen on (B)(6), when the patient was home with his parents. The physician said that the events were nothing out of the ordinary for the patient. It was only intermittent and did not happen continuous. The physician also stated that on (B)(6) 2011, the patient went to the emergency room for emesis and a low grade temperature, but he did not state that this was in any way related to vns. No causal or contributory programming or medication changes preceded the onset of the event. The physician stated that no high impedance was detected. Diagnostics were not performed with the patient in different positions. X-rays were received by the manufacturer and although no gross lead discontinuities were observed, the presence of a micro fracture cannot be ruled out. Also, since a portion of the lead was located behind the generator, the entire lead could not be assessed.